Event description:
It was reported to medtronic neurosurgery by the patient's daughter that during a peritoneal catheter revision surgery on (B)(6) 2013 the patient's valve was set at a low pressure level setting and not readjusted to higher pressure level setting post surgery. This was not discovered until one day after the surgery when the patient went unresponsive while in the ICU. The patient's daughter stated that a CT taken of her father's head two days after the surgery showed overdrainage. On (B)(6) 2013, she was told by the ICU staff that he was doing great. An assistant of the patient's treating neurosurgeon told the her that he needed one more valve setting adjustment and then he should be going home. The patient, however, passed away that evening. It was also reported that the patient had a history of bad reactions to surgeries, and that he went into a coma for week after an unrelated back surgery on (B)(6) 2009.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. Additional patient information: it was reported that before anesthesia was administered for the surgery on (B)(6) 2013, the patient¿s throat needed to be scraped due to mucus that was blocking it. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.